Event description:
The auto surround modifying the jaws in one segment usually causes the jaw settings to be modified in the other segments also and invalidates the dose for these. In this case, for some reason, the dose was not invalidated while the jaw settings changed for the segments.

Manufacturer narrative:
(B)(4). Investigation found that this previously unknown defect was already corrected in pinnacle v9.2. Philips will ship the site a 9.2 software kit.